Event description:
It was reported that during an atrial flutter left (l-afl) procedure, a catheter displayed an error message on the carto3 system. Also it was stated that there was a char on the tip of the catheter. However after following up with customer, it was confirmed it was red blood on the tip of the catheter. The physician did not consider any risk to the patient regarding this finding (red blood). The catheter was replaced with a catheter (17144660m). The second catheter displayed a magnetic sensor error (error 105) on the carto 3 system. The issue was resolved by changing the catheter without any patient consequence. This initial complaint is not reportable event due to the integrity of the catheter has not been compromised. Upon receiving the product (17120334m) in biosense webster lab on (B)(6) 2015, it was noticed a hole and a fissure on pebax, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that the catheter (17120334m) displayed a catheter error message on the carto 3 system. It was also reported that there was char on the tip of the catheter. The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve had reddish material inside; however no char was observed on the catheter. Further inspection revealed that pebax had a hole. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the external surface of the pebax exhibit evidence of cracking and mechanical damage. It is possible that an unknown object make a puncture in the pebax. In addition, a corrective action has been opened to address and resolve this issue. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.